Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake caster on the left head is not holding when the bed is in brake.